Event description:
Terminal patient was placed on a ventilator, having coded prior to installation. Noting problems with oxygenation, adjustments were made to the ventilator when the display went blank. Manual oxygenation was initiated, when the patient coded and expired.